Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the ribloc low profile guide assembly (part number rbl2520, batch numbers 583843) has not been returned for evaluation at this time. Manufacturing and inspection records were reviewed, and no anomalies were found. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that the low-profile guide assembly broke upon decompression at the stopper pin. It was also reported the amadeo power unit was in reverse screw mode likely leading to the failure. All the broken pieces were retrieved from the patient's chest and set aside. The remaining guides were used to complete the surgery with no delay.